Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to keto acidosis two times. The customer's blood glucose level was unknown. The customer was now back on injection. The device will not be returned for analysis.